Event description:
It was reported that the drain broke off in the pt. Drain was placed post c-section and broke off when attempting to be removed from pt. Pt was returned to operating room for removal of drain portion under general anesthesia. Device was being used for therapeutic treatment.

Manufacturer narrative:
No sample was returned for eval. The finished product met all specs prior to being released for general distribution. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Add'l perforations should not be made in the drain. Avoid suturing through the drain. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks."